Manufacturer narrative:
The investigation of access site bleeding, hemolysis and temporary pump stop has been completed. Impella cp was returned. Visually inspected and large purge gap was observed. Borescope view was obtained and biomaterial found inside cannula at impeller/outflow cage. No other issues were seen. Pump was connected to the console and pump was running at p-9 with saturated flows of 4.3 l/min. Pump stop was not reproduced. Data logs were reviewed and motor current spike with no change in p-level and temporary pump stop was seen. Pump got restarted automatically and saturated flows was found then. The cause of the hemolysis issue was most likely improper positioning of the device. The cause of the temporary pump stop issue was due to biomaterial. The cause of the access site bleeding issue was not determined due to insufficient clinical information. D9 date device returned to manufacturer added. Instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15015. B5 updated narrative with adverse event that inadvertently not included. E4 should have been left blank. H6 health effect - clinical code and health effect - impact code updated to reflect omitted adverse event. H6 health effect - impact code 4628 was reported incorrectly. H10 instructions for use.

Event description:
A day post-explant, there was bleeding from former impella cp insertion site. Compression of bleeding site was done, as well as adjustment of coagulation status, and blood products were administered.

Event description:
The complainant reported that during support for 67-year-old male patient, the patient exhibited signs of hemolysis. The urine was colored red/pink. An echocardiogram was performed and the pump was repositioned from 5.8cm to 3.9cm. The urine color improved. Additionally, a few days after, a short pump stop occurred at high motor current. The pump restarted itself up to p9. The pump was ultimately explanted and an impella 5.5 was placed. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿